Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 75 units and remained static, despite the customer administering routine insulin through the pump. The customer's blood glucose (bg) level was in the 400 mg/dl range. Reportedly, the issue was resolved after the customer replaced the cartridge.